Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Part number, lot number, manufacturing date, expiration date and gtin number: 1st (superior): ifuse-3d implant, p/n 7070m-90, lot# 2659021, mfd. 12/10/18, exp. 2023-12-10, (B)(4).2nd (middle): ifuse-3d implant, p/n 7060m-90, lot# 2654311, mfd. 09/07/18, exp. 2023-09-07, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2021 where three implants were installed. The patient later reported a recurrence of right side pain. In (B)(6) 2020, a different surgeon performed a revision procedure on the patient where the superior and middle positioned implants were removed and replaced with two longer implants of the same type. The patient later reported right side radicular pain. In (B)(6) 2021, the surgeon performed another revision procedure where he removed the superior and middle positioned implants using chisels. He then installed a shorter implant of the same type into the middle explant void. The status of the patient following the revision procedure is not known.